Manufacturer narrative:
Date sent: 07/9/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the device and the tissue pad became detached. The piece was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.